Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter tip was bent and broken. The fractured portion was sharp. There were no exposed wires. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in the patient.

Manufacturer narrative:
On 7-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter tip was bent and broken. The fractured portion was sharp. There were no exposed wires. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the tip was bent and no wires were exposed. A manufacturing record evaluation was performed for the finished device number lot 31517805m and no internal action related to the complaint were found during the review. The bent tip observed could be related to the broken tip issue reported by the customer, the complaint was confirmed. The potential cause of the damage observed could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered; ensure the catheter deflects and straightens easily before insertion. Do not use the catheter if excessive resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).